Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, the customer declined to complete the check. The customer changed the pump supplies and successfully resumed insulin therapy. The customer¿s blood glucose level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.